Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed, indicating a compromised force sensor system, during normal device use. The blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed, indicating a compromised force sensor system, during the basic occlusion test due to a loose/protruded drive support disk. The insulin pump was also received with intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and stained end cap sticker.